Event description:
The surgeon attempted to insert a cq2015 collamer three-piece lens but upon ejection of the lens, one haptic crimped. The lens was not used and there was no pt contact or injury. The reporter stated the cause of the crimped haptic was due to the lens not being loaded correctly into the cartridge.